Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual examination of the returned product found signs of repeated use and the tip has fractured off and was not returned. The device history record was reviewed and no discrepancies relevant to the reported event were found. Medical records were not provided. The device has a potential field age of 10+ years and exhibits signs of repeated use. The reported event is attributed to wear and tear of the device. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the nexgen articular surface insertion instrument tip was broken off. This was noticed before it was to be used in surgery and a nexgen articular surface insertion instrument from a different set was opened. There was no patient involvement as it occurred prior to surgery. Attempts have been made and no further information has been provided.